Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bending cover section was separated and worn out, light guide cover lens (small) was cracked, scope cover and switch 1 button had wear and tear, angulations were out of specification plus the angle wires were stretched, and the insulation distal end value resistance was out of specification due to damages to the camera cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope had air/ water flow issues from the air/ water flow system. During evaluation, the following reportable issue was found: nozzle clogged by a black rubbery material. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: evis lucera gif/cf/pcf type 180 series, chapter 3 preparation and inspection¿ describes the methods for detection. Evis lucera gif/cf/pcf type 180 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.